Event description:
It was reported that when asymptomatic patient presented in-clinic for a scheduled follow-up, loss of capture and sensing were noted on the right ventricular lead. The patient was scheduled for a lead revision due to suspected micro-dislodgement. Lead was explanted and replaced without any adverse event. Patient¿s condition was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.